Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 290 mg/dl. A bolus via the pump was delivered and water was consumed to address the bg level. As the occlusion alarm had occurred in the past, tandem customer technical support (cts) was unable to troubleshoot. Reportedly, the customer was using apidra insulin in the cartridge. Cts informed the customer that apidra was not labeled for use with the cartridge.